Manufacturer narrative:
Concomitant product(s): a 5076-58 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable pulse generator (ipg) device was replaced as their old one "gave out". Follow up clarified that the patient presented to the emergency room with bradycardia due to device reaching end of life (eol). This ipg was explanted and replaced. It was also reported that the right atrial (ra) lead exhibited undefined impedance and was fractured. The ra lead was sensing appropriately and the patient was in persistent atrial fibrillation (af), so the physician elected to leave this lead in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead exhibited bipolar and unipolar impedance alerts, far field r-wave (ffrw) oversensing and the patient experienced syncope. No further patient complications have been reported as a result of this event.